Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a medtronic flow diverter was being deployed but had issues with the distal end opening so it was removed with the microcatheter. A new medtronic flow diverter was advanced with the same microcatheter and implanted successfully. Post procedural angiography showed good contrast retention in the aneurysm. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring 20mm x 3mm located in the cavernous segment of the left internal carotid artery (ica). The distal and proximal landing zone was 3.85mm x 4.08mm. The patient¿s vasculature was minimal in tortuosity. The patient was on dual antiplatelet therapy, but the pru level was not provided. There are no images for review.